Event description:
The reporter stated that the surgeon inserted an aa4204vf silicone plate lens, but the trailing haptic tore as it was pushed through the cartridge cand into the eye. The iol had to be cut and removed from the patient's eye. There was no patient injury. Another aa4204vf silicone plate lens was implanted.